Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient wanted the device takenout because it got swollen and built up fluid since a couple months after implant. The patient had it drained twice, but it had not been drained lately since their healthcare provider (hcp) left, so it had been painful the last 8 months. It was noted that the patient had to sleep sitting up because it pulled because it was so swollen and painful. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that had appointments on (B)(6) 2019 and (B)(6) 2019 and 2 adjustments were tried, but the patient was scheduled for removal on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient felt the device was not working and they had given it a chance to work and wanted it taken out. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was first evaluated in (B)(6)2019 and that the patient had the device placed at another facility. The device was determined to be working appropriately, but the patient did not believe they were benefitting from the device despite adjustments by the hcp, therefore, the patient requested the device be removed. No further complications were reported/anticipated.